Manufacturer narrative:
Three samples of 1ml luer-lok syringes were received by bd. A quality engineer was able to examine the samples from batch 4005232 regarding item 309657. All three samples were received in unsealed packages with all applicable product information on the top web. All three barrels had a crack on the barrel within the scale marking area, with two 3/8" and one 1/4". The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4005232 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309657, batch#: 4005232. It was reported that the bd luer-lok syringe barrel cracked. The following information was provided by the initial reporter: "we had three 3 ml bd syringes that when utilized were found to be cracked." Additional information provided on 04/30/2024: "the defect was identified before reaching an individual, thus there was no harm to a patient.".